Event description:
It was reported that during a cartridge supply change, the ilet pump screen went black, then restarted with the touchscreen locked on the fill tubing step and the user could not confirm the prompt, leading the user to stop pump use and revert to multiple daily injections while awaiting new supplies; later, after charging, the user successfully unlocked and navigated the touchscreen and reported normal function, indicating a prior touchscreen unresponsive issue on the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose remained in range after reverting to injections. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a software-related problem associated with an unresponsive touchscreen interface. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.